Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer had an emergency room visit. Customer's blood glucose was 106 mg/dl. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.